Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the ins was removed because it did not work, so they just did not feel like keeping it since it was not working and causing pain.

Event description:
Additional information was received reported that the patient wore pants right over the generator site, which was causing the discomfort. The discomfort was due to the location of the neurostimulator pocket. There was no pain. The patient was unable to sit back because she felt the generator. The patient reported she was better off with it turned off. There was persistent urinary incontinency and fecal incontinence, which the patient claimed she did not have before. Therapy was not effective. The patient wanted it removed so that she could have MRI. It was noted the event resolved without sequela.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0upte, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that they could feel the device because it rubbed against their pants. The implant site was still sensitive. The patient felt the device was implanted too high, being at their pant waist level. Additional information received in the returned patient letter indicated that the patient's increased activity and just getting back to their daily routine led to the sensitivity at the implant site. The patient reported that the issue had not resolved. Additional information from the consumer via the manufacturers' representative reported that the interstim was removed on (B)(6) 2015. The patient suffered from severe back pain and the device was aggravating it. She also was not achieving proper symptom relief. The patient's indications for use were gastrointestinal/ pelvic floor <(>&<)> urinary dysfunction/ sacral nerve stimulation. No further information was provided about this event. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from a healthcare provider for a clinical study reported the event resulted in an unscheduled clinic or office visit.